Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number:(B)(4), batch/lot number: 5142822, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient was having a wet tap during a trial procedure. Symptoms were headache and neck pain. It was noted that it was procedure related. The physician did a blood patch and patient was doing well.